Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead dislodged. It was noted there was small r waves. The lead was repositioned. The patient was enrolled in the (B)(6) study (pas). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5086mri implantable pacing lead implanted: (B)(6) 2012. (B)(4).